Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) patient results for one patient involving an access 2 immunoassay analyzer portion of their unicel dxc 600i synchron access clinical system. The customer noted that the patient's first two samples recovered within the normal range of the assay. The third sample produced an elevated result within the risk stratification range of 0.09 ng/ml with a repeat of 0.00 ng/ml on the same instrument. A precision study of 4 negative patient sample produced erratic results of 0.00, 0.00, 0.00 and 0.10 ng/ml for a %cv (coefficient of variation) 200%. The customer indicated that there were no changes or affect to patient treatment in connection with this event. Quality control (qc) and system checks passed at the time of the event and there were no sample integrity issues or concerns reported by the customer for this event. The customer noted that the instrument had been serviced the prior week to address an issue with a wash valve. Beckman coulter field service engineer (fse) was dispatched but noted no issues with the instrument which would have contributed to the event. The fse performed a passing system check and a passing high sensitivity system check and results met published specifications. Accutni reagent lot number 222575 was used in conjunction with the instrument.